Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that her adc freestyle libre sensor detached and fell off after 4 days of wear. Customer further reported that at 2 a.m. On (B)(6) 2018, when the sensor fell off she did not notice her glucose readings and took "extra" insulin. Customer reported that she suffered a loss of consciousness and her neighbor treated her with 4 packs of glucose gel "in her mouth" and 2 glasses of orange juice with added sugar to bring her back up. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle libre sensor kit was reviewed and the DHR showed the freestyle libre sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported that her adc freestyle libre sensor detached and fell off after 4 days of wear. Customer further reported that at 2 a.m. On (B)(6) 2018, when the sensor fell off she did not notice her glucose readings and took "extra" insulin. Customer reported that she suffered a loss of consciousness and her neighbor treated her with 4 packs of glucose gel "in her mouth" and 2 glasses of orange juice with added sugar to bring her back up. There was no report of death or permanent injury associated with this event.